Event description:
Reporter alleged the customer obtained a blood glucose result of 750 mg/dl which is outside the reading range of 10-600 mg/dl of the advantage system. Reporter stated the customer was not experiencing any hyperglycemic symptoms during that time. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.